Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to a missing sensor wire on (B)(6) 2014. Patient stated that upon removal to the sensor pod they were unable to locate the sensor wire. At the time of contact, patient did not report any injury or medical intervention.